Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and he connected the unit to a catheter and trainer and operated at different ECG values. The fse found no errors on the device. All functional and safety checks were performed per factory specifications. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had an autofill error. There was no patient involvement.